Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. The patient had a trivial effusion at baseline confirmed through intracardiac echocardiography (ice). The physician went transseptal with at mid-mid stick. An effusion check was performed after transseptal, and the effusion was determined by the physician to be unchanged. The physician swapped the versacross rf wire for a non-boston scientific j-wire to introduce a non-boston scientific pigtail catheter and cannulate the left atrial appendage (laa). Right after the physician performed a contrast injection, the anesthesiologist notified the physician that the patient's pressure had dropped. It was discovered that the effusion had increased in size. The physician pulled out the watchman trusteer sheath and pigtail catheter out of the patient and observed the effusion on ice. Effusion was measured to be 8.3 mm. The physician believes that he perforated through the distal end of the appendage with the j wire. The physician did not performed any interventions as the effusion appeared to be stable and not growing. There was not a major clinical effect other than a decrease in the patient's pressure which later stabilized. It was measured again and was still 8.3 mm. The patient was held overnight for monitoring. The versacross connect was used in the procedure but was not believed to be the cause of the complication. Patient received two tte's and pe was determined to be stable. The patient is rescheduled for a watchman implant on (B)(6) the device is not expected to be returned for analysis (disposed).

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. The patient had a trivial effusion at baseline confirmed through intracardiac echocardiography (ice). The physician went transseptal with at mid-mid stick. An effusion check was performed after transseptal, and the effusion was determined by the physician to be unchanged. The physician swapped the versacross rf wire for a non-boston scientific j-wire to introduce a non-boston scientific pigtail catheter and cannulate the left atrial appendage (laa). Right after the physician performed a contrast injection, the anesthesiologist notified the physician that the patient's pressure had dropped. It was discovered that the effusion had increased in size. The physician pulled out the watchman trusteer sheath and pigtail catheter out of the patient and observed the effusion on ice. Effusion was measured to be 8.3 mm. The physician believes that he perforated through the distal end of the appendage with the j wire. The physician did not performed any interventions as the effusion appeared to be stable and not growing. There was not a major clinical effect other than a decrease in the patient's pressure which later stabilized. It was measured again and was still 8.3 mm. The patient was held overnight for monitoring. The versacross connect was used in the procedure but was not believed to be the cause of the complication. Patient received two tte's and pe was determined to be stable. The patient is rescheduled for a watchman implant on 2/10 the device is not expected to be returned for analysis (disposed). It was further reported that the physician believes that boston scientific products were not responsible for the pe. Versacross did not malfunction. Act was 233. Pe has remained stable. Patient was reimplanted successfully with a watchman flx pro and has been discharged.

Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, cardiac trauma, hypotension and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, cardiac trauma and hypotension are a known inherent risk of versacross connect laac access solution. The information within the event description suggests that the complication is anticipated in nature as per the IFU for the versacross connect laac access solution as reported to bsc.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. The patient had a trivial effusion at baseline confirmed through intracardiac echocardiography (ice). The physician went transseptal with at mid-mid stick. An effusion check was performed after transseptal, and the effusion was determined by the physician to be unchanged. The physician swapped the versacross rf wire for a non-boston scientific j-wire to introduce a non-boston scientific pigtail catheter and cannulate the left atrial appendage (laa). Right after the physician performed a contrast injection, the anesthesiologist notified the physician that the patient's pressure had dropped. It was discovered that the effusion had increased in size. The physician pulled out the watchman trusteer sheath and pigtail catheter out of the patient and observed the effusion on ice. Effusion was measured to be 8.3 mm. The physician believes that he perforated through the distal end of the appendage with the j wire. The physician did not performed any interventions as the effusion appeared to be stable and not growing. There was not a major clinical effect other than a decrease in the patient's pressure which later stabilized. It was measured again and was still 8.3 mm. The patient was held overnight for monitoring. The versacross connect was used in the procedure but was not believed to be the cause of the complication. Patient received two tte's and pe was determined to be stable. The patient is rescheduled for a watchman implant on (B)(6) the device is not expected to be returned for analysis (disposed). It was further reported that the physician believes that boston scientific products were not responsible for the pe. Versacross did not malfunction. Act was 233. Pe has remained stable. Patient was reimplanted successfully with a watchman flx pro and has been discharged.